Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she previously had a pain stimulation implanted, but due to infection it was removed. No further event information was reported at the time of initial report; no further complications were reported or anticipated.

Manufacturer narrative:
The manufacturer site ID has changed from 3007566237 to 3004209178 at this time; however, the report number found in section cannot be altered due to reporting process constraints. Correction: please note that patient code (B)(4) has been updated to patient code (B)(4) and conclusion code 22 has been replaced with conclusion code 92 at this time. Additionally, the device information captured in sections and has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had experienced a ¿staph infection¿ as of 2016 (B)(6). The patient noted they were administered oral antibiotics from 2016 (B)(6), but didn¿t respond to them. The patient was then administered vancomycin intravenously until (B)(6), followed by another 30 days of antibiotics. The patient ¿mentioned severe stenosis because of infection and two surgeries¿ and that they ¿can¿t thread leads now.¿ the patient reportedly missed her implantable neurostimulator (ins) at the time of follow-up and had an outcome that was ¿within normal limits.¿ the patient was reportedly ¿questioning¿ the status ¿because of arthritis,¿ though it was noted their physicians said the issue was resolved. No further complications were reported or anticipated.